Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the (surgeon) performed two level lumbar surgery on a (B)(6) female on (B)(6) 2017. The surgeon implanted an alif cage on level 5/1 and an activ l disc on level 4/5. The surgeon performed the disc replacement on 4/5 first. The surgeon properly sized the patient for a large implant profile at 10mm in height. The insertion instruments were properly assembled on the back table prior to surgery. The scrub tech assembled a large 6 deg. Superior plate, 10mm inlay, and large 0 deg. Inferior plate on the 10mm inserter assembly. The inserter was handed to (surgeon) without any collision or obstructions. When the surgeon struck the instrument with the mallet the disc disassembled in the patient. The surgeon removed the components and reassembled it with the inserter on the mayo stand and used the tommy-bar to tighten the shaft. He had his scrub hold the inserter while he tightened, to the point his arm was shaking. The implant was visibly loose; he could pull it off with his hand with no effort. He put it back on and tried to get the leading edge started for insertion and it fell off inside the patient a 2nd time. The inserter was brought back to the table where it was taken apart, double-checked the components, the 10mm shaft, tongue and cap. It was re-assembled back together and reinstalled the disc on the inserter. Same result. The disc on the 8.5mm inserter. Even though there was a snug fit, it spread the leading edge of the implant to wide to insert into the narrow disc space. The part was re-assembled it onto the 10mm inserter and (surgeon) was able to use a malleable to hold the disc on the inserter, advance it into the disc space and drive it into the proper position. The placement was not compromised in any way. No patient harm reported. Surgical delay of 20-30 minutes due to having to re-apply the disc to inserter 4 times.